Event description:
This complaint information is linked to previously submitted medwatch reports: 6000123-2005-00055, 6000123-2005-00056, 600123-2005-00057 as well as 6000123-2005-00058 and 6000123-2005-00059. Upon review of returned product, it was noted that two identified lots had multiple devices where the complainant has indicted that the devices were noted to have wire breaks from the head of the forceps. No patient information was provided by the user facility. There was no report of death, serious injury or mistreatment associated with this event. No further information has been provided by the user facility.